Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir was unable to lock in place when inserted into insulin pump. Customer¿s blood glucose level was unknown. Customer states that the she can lock it in, but it can unscrew itself , she will put a piece of tape on it. The customer advised to discontinue use of pump and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to completely broken reservoir tube lip. Insulin pump received with broken reservoir tube lip.